Event description:
It was reported that during the implant procedure, while the physician was trying to find the best position for the right ventricular lead, the patient suffered an occurrence of right bundle branch block. This prompted the necessity of thirty seconds of manual chest compressions. The patient was immediately responsive and stable. The right ventricular lead was repositioned and the patient remains stable. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.